Event description:
Pt reported that the suspect device generated a result of 187 mg/dl, without having first applied blood or control solution on the test strip. Additionally, pt reported obtaining a blood glucose result of 187 mg/dl, while using the suspect device. Pt noted that she believed this value was too high and retested blood glucose 5 minutes later with a result of 90 mg/dl. Pt indicated that the 2nd value coincided with how she was feeling. No action was taken based on suspect device results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.